Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and permitted siemens to troubleshoot via the smart remote services (srs). Siemens confirmed the discordant, falsely depressed, carbon dioxide (co2) result processed from a primary tube. Siemens reviewed quality control (qc) results and noticed a few low outliers. Qc tests were repeated, and results were within range. The customer confirmed that samples were not processed while the qc was out of range, and other methods are not affected. As per the customer's request, siemens moved the server 3 method to a different server for calibration. Siemens dispatched a customer service engineer (cse) to the customer site. The cse replaced and aligned the sample probe (s3) and reagent probe (r5). The performance of the instrument was verified and passed the quick check and qc tests. The customer moved co2 back to server 3, and performed the calibration and ran qc. The customer confirmed the testing passed and completed two levels of qc with 15 replicates each. The cause of the discordant co2 result on one patient sample is unknown. The reported issue has not recurred, and no further evaluation of this device was required.

Event description:
The customer obtained one discordant, falsely depressed, carbon dioxide (co2) result on the dimension vista 1500 instrument with serial number (B)(4). The discordant result was not reported to the physician(s). The same sample was tested on an alternate dimension vista instrument and produced a result of 24 mmol/l. The customer reused the instrument serial number (B)(4) to rerun the patient sample. The repeat results were consistent with the previous repeat test result, and the customer reported 24 mmol/l to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 result.